Manufacturer narrative:
Additional information was provided in d.2.,d.4.,d.9.,h.3.,h.6 and h.11. The device with the lens was returned loose inside the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. An inadequate amount of viscoelastic was observed in the device. The plunger was correctly in contact with the trailing optic edge. The plunger has advanced the lens to mid-nozzle. The leading haptic and the trailing haptic were in acceptable positions per the instructions for use (IFU). The trailing haptic was folded into the optic with the distal tip oriented slightly toward the left inside the folded optic. The trailing haptic position may have been interpreted as the complaint. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was used. The reported faulty lens haptic was not observed. No problems were observed with the returned device. The plunger, lens and haptic positions were acceptable. The trailing haptic position inside the optic fold may have been interpreted as the reported complaint. The trailing haptic position was not a malfunction. This is an acceptable position per the diagram in the IFU. The IFU indicates to proceed with full plunger advancement to fully deliver lens. The evaluation of the sample displayed evidence of inadequate viscoelastic usage which could have been a contributing factor for the trailing haptic position. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, there was a faulty lens haptic which was inside the device. There was no patient harm. Additional information has been requested.